Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, one heartstring seal did not unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of deployment tube and was not fully unwound. The complaint was confirmed based on how the device was received. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.